Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The ICD was removed and a new ICD was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2187-85 lead, implanted: (B)(6) 2002; 5554-53 lead, implanted: (B)(6) 2002. (B)(4). Evaluation summary: the device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.